Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s right atrial lead dislodged after implant. During repositioning, the lead exhibited high capture thresholds at multiple sites. The lead was removed and replaced as a malfunction was suspected. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.